Event description:
During surgical procedure the head of two screws broke off while surgeon was applying screws to plate. X-ray was taken at end of case prior to leaving or. X-ray negative for loose bodies within the surgical site.